Event description:
New information notes that prior to explant, an insulation anomaly was also noted.

Event description:
It was reported that low out of range hv lead impedance was observed. Lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two segments for analysis. External insulation abrasion was noted at 37.2-37.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.